Event description:
It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). The laa morphology was challenging and the first deployment of the closure device was suboptimal. After the initial deployment a pericardial effusion was identified via transesophageal echocardiogram (tee) and angiography. The physician confirmed a perforation occurred. The closure device was repositioned into a proximal position. Release criteria were met and the closure device was implanted. A pericardiocentesis was performed and the patient was transferred to the cardiology intensive care unit for recovery.